Manufacturer narrative:
At this time, it was reported that the device will not be returned for evaluation.

Event description:
It was reported that the dilator was inserted after the guidewire was inserted at the internal jugular vein to the vena cava. Customer could not insert the dilator in the right position, so the clinician pulled out the dilator. Customer cut open and inserted the dilator again, and then the blood pressure dropped rapidly. Customer inserted the catheter, but it was caught at 2 centimeters. Since blood pressure dropped, the clinician decided to pull out the catheter and the guidewire. It was reported that there was a lot of blood loss and the surgeon tried to stop the bleeding, but failed. It was further reported that the patient died due to the hemothorax. It was reported by the customer that the amount of the blood transfusion was approximately 30 liters. When the customer inserted the guide wire, the clinician did not feel any resistance or see any extrasystole wave form. Perforation hole size was 5 millimeters in diameter on the back side and 3 millimeters in diameter on the stomach side.